Manufacturer narrative:
Unk due to model and lot number are unk. We were unable to perform a product analysis as no device was received. There is no evidence that indicates the device involved in this event malfunctioned, or in some way did not perform to specification that may have resulted in this effect. Cardiac tamponade is an anticipated procedural complication and is appropriately labeled as an adverse event within the directions for use. We were unable to perform a review of manufacturing records as the batch number is unk. Similar complaint trend review was conducted for the product family, and no adverse trends were identified. Related to MDR 2953184-2008-00064.

Event description:
During a review of info related to the clinical trial, we discovered that the pt experienced pericardial effusion with temponade. Pericardiocentesis was performed in 2005, and was resolved in 2006.